Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient and the delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the leaflet tear. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced to the mitral valve. After the first grasp, a tear was noted in the posterior leaflet. It was thought that this was due to the thick and calcified posterior leaflet. The clip was inverted and repositioned more centrally. The clip was then deployed; however, mr was unchanged due to the leaflet tear. The patient remained stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, the reported patient effect of tissue damage appears to be related to patient morphology/pathology, while the reported worsening mitral regurgitation (mr) was a cascading effect of the leaflet tear. The reported patient effect of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.